Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module and air gas module was replaced and returned for investigation. The device log evaluation confirms the reported event with occurring alarms for high o2 concentration. During our simulated use testing it was concluded that the o2 gas module delivered more volume than expected. The increase in volumes was traced to oscillations in the o2 gas module caused by the nozzle unit, that is part of the gas module system. During our investigation we also detected a deviation in the electronics inside the gas module. The returned air gas module was tested and found to be within specification, i.e. The air gas module is faultless. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. The nozzle unit is part of the maintenance kit and shall be replaced yearly or at least every 5000 operating hours. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration while it was connected to a patient. There was no patient harm. (B)(4).